Manufacturer narrative:
The investigation did not identify a product issue. The issue is consistent with insufficient pre-analytic sample handling.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with calcium gen. 2 on a cobas 8000 c702 module. The sample initially resulted in a calcium value of 5.83 mg/dl and it repeated as 7.29 mg/dl. The customer mentioned the analyzer generated a data flag indicating the icteric index was exceeded, but not further details were provided. It is not known if the sample results were accompanied by this data flag.

Manufacturer narrative:
The c702 analyzer serial number is (B)(6) upon review of the alarm trace, several abnormal aspiration alarms, incomplete calibration, and pressure sensor alarms were observed. A review of quality control data showed a few results outside of the 2 standard deviation range. The investigation is ongoing.